Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported event. A review of the device lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances related to this event. Based on a review of the available information, no product deficiency was identified.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a starclose se device. At the start of the procedure, a 5-7mm incision was made at the sheath site and the tissue track was spread all the way down to the vessel. Reportedly, during near completion of thumb advancer/exchange sheath splitting difficulty was encountered, advancement could not be completed, and the clip was visible at the end of the clip delivery tubeset. The operator inadvertently forgot to use the safety release features of the device, but instead pulled the device out from the artery with the locator wings remaining deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions represents that the access ports were not used to aide in the removal of the device. The instructions for use state under closure procedure. Note: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number (3) exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.